Event description:
It was reported that the patient received multiple inappropriate shocks due to high rv lead impedance greater than 2000 ohms, sensing difficulty, and lead fracture. The lead was capped and no further patient complications were reported as a result of this event.

Event description:
It was reported that the patient received multiple inappropriate shocks due to high rv lead impedance greater than 2000 ohms, sensing difficulty, and lead fracture. The lead was capped and no further patient complications were reported as a result of this event. Additional information received reported the lead was explanted due to infection.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. It was reported that the patient received multiple inappropriate shocks due to high rv lead impedance greater than 2000 ohms, sensing difficulty, and lead fracture. The lead was capped and no further patient complications were reported as a result of this event. Additional information received reported the lead was explanted due to infection. No conclusion can be drawn impedance, high lead(s), fracture of sensitivity shock, inappropriate.